Manufacturer narrative:
Corrected data h6 patient and device codes updated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of even is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent surgical intervention wherein an ipg replacement procedure took place for an unknown reason. Date of explant is also unknown.